Event description:
Pt developed a cellulitis at the left arm groshong PICC site and a resulting septic thrombophlebitis of a portion of the left cephalic vein - requiring surgical excision of a portion of the vein along with i.v. Antibiotic therapy.